Event description:
It was reported that the patient was unable to adjust stimulation with the patient programmer. A ¿call your doctor¿ icon was displayed with error codes 511 and 517. The error codes were displayed when the manufacturer¿s representative tried the ¿return to clinician settings¿ feature on the programmer. It was noted that the representative had properly exited out the clinician programmer before using the patient programmer. When the representative moved past the ¿call your doctor¿ screen, all the programs were blank. The representative had to reprogram the entire device after interrogating with the clinician programmer, which resolved the issue. Additional information indicated that the 511 code was seen when the rep was showing the patient how to return to clinician settings. When the implantable neurostimulator (ins) was interrogated with the clinician programmer, error codes 18 and 3 were seen. The rep believed this occurred because they had not yet changed any of the patient¿s settings prior to having the patient return to clinician settings. The rep re-entered the patient¿s programming, decreased settings to 0.0v and then returned to clinician settings. This was done twice without any problems and the issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).